Manufacturer narrative:
H3: product analysis of fc-3.5-8-3d, lot# 222073670 visual inspection/damage location details: the actuator interface was found securely attached to the coupler tube. There was no evidence of detachment attempts at this location. The break indicator was found separated from the pusher due to tack weld breaks. All three tack welds were found present but broken. The coin was found fully retracted out of the lumen stop. The shield coil was found undamaged. The implant coil was already detached and not returned for analysis. The retainer ring was found undamaged. Testing/analysis: the inner diameter of the retainer ring was measured to be 0.00470¿, which is not within specification (specification: 0.00455¿ ± 0.00010¿). No other anomalies were observed. Conclusion: based on the analysis performed, the customer report of ¿premature detachment" was confirmed. The cause of the detachment was the pusher break at the break indicator caused by the separation of the tack weld. It is possible the break occurred due to a detachment attempt, due to resistance, or rotation of the pusher. However, customer reported no detachment attempts, pushwire was not bent/broken, no friction/difficulty during delivery, physician did not reposition the device or rotate the pusher during the procedure. Therefore, the root cause could not be determined. As the implant coil was not returned for analysis, any contribution of the implant coil towards the premature detachment could not be assessed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the coil prematurely detached. The patient was undergoing surgery for treatment of a saccular, ruptured c6 aneurysm with a max diameter of 3.5mm and a 3mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was normal. No patient symptoms or further complications were reported as a result of this event. It was reported that the surgeon chose fc-3.5-8-3d to form a hoop, and found that the coil was detached in the microcatheter during delivery process. Then the whole part was withdrawn from the body, and the coil was flushed out of the microcatheter with saline. After the microcatheter was in place, the coil of the same model was replaced with and deployed smoothly, and then 3 coils were filled one after another, and the surgery was over. Complained about fc-3.5-8-3d that detached within the microcatheter. It was noted that coil separation/break/premature detachment occurred. There was no surgical or medicinal intervention required. The pushwire was not bent or broken. There was no friction or difficulty during delivery. The physician did not reposition the coil. The physician did not attempt to detach the coil or rotate the delivery pusher during procedure. Continuous flush was administered. The reported device and any accessory devices were prepared as indicated in the IFU.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
New information was received. There were no any detachment attempts (instant detacher or manual method) made. The catheter was unknown. To clarify the report of coil break/separation/premature detachment: the coil was detached inside microcatheter. The coil did not fracture or separate from the rest; it was just the premature detachment.